Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). Handle the device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. Upon disassembling it was noted, that the handle assembly was out of position resulting in the inability to open and close accordingly. No conclusion could be drawn as to what may have cause this issue.

Event description:
It was reported that during a lap nephrectomy procedure, the surgeon tested the shears in an open position and they were fine. The device was then inserted through the trocar and the jaws of the device would not open. Another device was used to complete the procedure. There was no adverse consequence to the patient. Additional information: jaws opened during test sequence. Would not open again once inserted through trocar. Therefore no tissue contact. Switched out shear with new disposable and no issue. No error tones. Trouble-shooting involved trying to open jaws by squeezing/pushing handle and ultimately replacing with new shears.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.